Event description:
The cushion face mask was pulled out of packaging during an infant resuscitation event. Item failed to seal, was deflated. Team went to use another cushion face mask, the product failed to seal around the hyperinflation system.